Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report of olympus australia, omsc surmised there was the possibility this phenomenon was attributed to the communication failure due to the ccd unit failure of the subject device. The ccd unit failure might have occurred due to the material deterioration of the ccd sensor with the ultraviolet rays. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus australia for evaluation. Olympus (B)(6) checked the subject device and duplicated the reported phenomenon. It was found the ccd failure which occurred no image. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility tech that the image of the subject device was black when the subject device was connected to the video processor during preparation for use. There was no report of patient injury associated with the event.